Event description:
It was reported that prior to procedure, the pacemaker was found in backup vvi mode while in its packaging. A different device was used and the procedure concluded successfully. The patient was not affected.

Manufacturer narrative:
No conclusion code available. Final analysis found that as received the device was in backup vvi operation. After the device software was downloaded, normal device function resumed. The root cause of the reported backup could not be determined despite extensive testing.